Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). Information was reported that the rep said the patient is having more difficulty charging their ins. The rep talked to the patient's daughter today. The patient/daughter claimed that the patient is having to charge 2-3 times per day. The rep read a string of text messages from the patient/daughter which provided the following information: the implant is not working properly and the controller is not working properly. A new cord was sent by patient services in the past. It is confusing because at one point the charger and the implant showed 100% 3-4 times per day to charge the ins. Sometimes the implant charges to 40% and it won't charge anymore. Over the past few days the patient had been charging the ins morning and night. The daughter wanted to have all of the external components replaced. The rep stated the patient had a high density and non-high density set of parameters and he thought the patient was no on high density settings currently. The caller provided the following parameters: 6.9ma 500us 50hz 5 ma 100us 50hz it was reviewed like more information would be needed to determine the likely cause of the issue, but is does not sounds like a problem that would be resolved by replacing the controller and recharger. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the rep met with the patient on tuesday, and she realized she was in group a which has 3 programs running on modified hd with high settings. So it is possible her charging requirement is high because of this. The rep reprogrammed the patient to, two much lower programs on group b with more conventional settings. The patient's coverage is better than it has ever been according to the patient. The rep is also working with the patient's daughter and she will update the rep on tuesday to give her a full week to evaluate the charging burden and pain relief. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient is doing much better now and she is still on modified hd, but using two programs instead of three. She is charging once a day, but it has been explained to the patient that given her programs that it is normal and she is okay with this. No further information was reported.